Event description:
It was reported that the user dropped the ilet pump, the device fell from a case or pocket, struck a cat bowl, and the display screen cracked while the pump remained functional. No patient harm reported. Outcomes included device damage requiring replacement and planned return of the damaged unit. Investigation included review of event details, user education on shutdown and return, and arrangement for replacement and return shipping. Investigation of this case revealed physical impact damage to the display screen with no effect on therapy delivery or device usability. It was concluded that the event was due to accidental damage and is not indicative of a device malfunction.